Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however, information from the field reveal the connection anomaly was potentially caused by an overload of stored episodes on the device.

Event description:
During a follow-up, a connection anomaly on the device was noted potentially due to too many stored episode recordings. An automatic transmission was performed by the device which resolved the connection anomaly. Upon re-interrogation, undersensing on the device was noted. The device was reprogrammed, and the patient was stable with no adverse consequences.